Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient had noise on the rv channel, the lv lead "stopped working," and the "device failed." The lv exhibited high thresholds. On (B)(6) 2013, the pace/sense portion of the rv lead was capped due to noise and a new pace/sense lead was placed in the rv. The reoccurrence of noise on the rv channel and the number of leads in the patient's body contributed to the physician's decision to replace the ICD, rv leads and lv lead with competitive devices on (B)(6) 2014. This device remains at the hospital. Device return has been requested. Should additional information become available, this file will be updated.